Event description:
It was reported that the programmer occasionally stalls during use and would not reliably interrogate devices. The programmer and radio frequency head were returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4): analysis could not confirm the reported event. The programmer interrogated as required with no stalls with a known good telemetry head. It was noted that the printer paper guide was broken off, a hinge plate screw was missing and the tab on the power cord bay was bent. For use by user facility/importer (devices only). (B)(4).